Manufacturer narrative:
This report is submitted on may 14, 2019.

Event description:
As per the clinic, the device was explanted on (B)(6) 2019 due to poor hearing performance. The patient was re-implanted with another device at the same surgery.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on june 25, 2019. - attachment: [142356 device analysis report.pdf].